Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and is currently in the evaluation process. A review of device history records was not performed; the lot number was not provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) that during the surgery on (B)(6) 2013 water leakage appeared while increasing the pressure in vertebral body stenting inflation system. It was reported that no harm to the patient occurred. This is report 2 of 2 for complaint (B)(4).